Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that prior to 2-3 months ago, the patient would charge their ins in 1-2 hours and then it started to take them 2-3 hours to charge their ins. The patient received a new recharger, however it continued to take them 2-3 hours to charge their ins. The controller depleted completely during that time so they had to recharge their controller in order to continue charging the ins. It was noted the controller would not hold a charge. There was no heat or damage on equipment and they had not received an error code since receiving the new recharger. On (B)(6) 2020, the controller was blank/unresponsive and they had to reset it in order to get the controller to respond. A new recharger and controller was requested. No symptoms were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they have been "battling recharging" the ins for a long time now, they were sent a replacement controller and recharger telemetry module (rtm) and the equipment was not working any better. It still took 3.5 hours to recharge the ins and their healthcare provider (hcp) and manufacturer representative (rep) did not think it should take that long. Expected charging times were reviewed, and the patient then stated the controller was difficult to unlock as they barely touch the padlock icon with their thumb and when they think the controller is going to work/unlock, sometimes it doesn't. They reported they had been "able to get into the controller and that it will probably never repeat itself again with this issue, but they want this information documented". Repair was consulted and it was confirmed the controller was new, and the only things that could be causing the issue are the rtm or pins and it wasn't the controller battery. The patient was instructed to follow-up with their hcp to have the ins checked in regards to the ins charging times. The patient said they didn't take anything apart, but they saw "obvious pin problems on the equipment", and then they later stated they didn¿t see any visual pin damage. The patient had x-rays done about a month prior to report but will bring this issue up to their hcp again, they thought it was something with the controller battery or receiver on the ins itself or the antenna in the rtm. The patient reiterated that they just wanted this information documented as they were told no further devices would be sent out. No impact to the patient or their symptoms were reported.